Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device was used for hemostasis after an aortic intervention, using a 7fr sheath introducer. The puncture site met the requirement for using an angio-seal. After performing hemostasis with the angio-seal device, the operator found bleeding at the puncture site. The volume of blood lost was 50ml. Hemostasis was achieved by manual compression. No issue happened during the usage of angio-seal. Bleeding occurred in the procedure room. No patient injury or medical intervention required. The patient's physical condition was reported to be stable. Aortic intervention was finished successfully. No other devices or equipment were used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return. One 8fr angio-seal vip was returned for product evaluation. The carrier tube was returned with the hemostasis sheath mated with it in the full rear lock position. Both the bands were visible on the deployment sleeve. There was no anchor or collagen returned. Some length of the suture hung from the tip of the distal end of the hemostasis sheath. The aluminum pouch was returned as well and was found to be partially opened. No anomalies were noted on the surface of the returned device and per the position of carrier tube assembly and deployment sleeve, the device was inferred to be returned in a state of complete deployment. The hemostasis sheath was separated from the device for inspection and no anomalies were noted. The carrier tube hub was then opened for inspection. No turns of suture remained within the device and suture was found to be unwound completely as intended. There is no evidence that this event was related to a device defect or malfunction. The device was returned in a state of complete deployment and no discrepancies could be found which could associate the device with the reported adverse event.